Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 205 mg/dl. Nothing further reported. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin exited the tubing. Nothing further reported.